Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that a few weeks after this system was implanted the pt noticed redness and inflammation at the site. There was concern by the pt about possible infection, and the pt was going to be seen at the implanting facility in the near future. Add'l info was received that there was redness around the device site and a dermatologist at the implanting facility thinks the pt may have an allergic reaction. A materials list was requested by the physician. Add'l info was received that the treatment plan will depend on what the allergy testing results are. At this time, no further info is available. Add'l info was received that a skin test was done and the pt was allergic to four materials that the clinic tested. The materials list was resent to the clinic. The device was explanted and the electrode was surgically abandoned until further testing could be done. Add'l info was receive that it was determined there was (B)(6) at the pocket site. Subsequently, intravenous antibiotics were administered and the electrode was explanted. It is anticipated that extensive allergy testing would be done with possible re-implant at that time. No add'l adverse pt effects were reported.